Event description:
Surgery was performed on the pt's right foot for hammer toes, on 05/03/96. Part of the surgical scissors broke off and was left in situ. Per legal records, it was stated that the pt was in "substantial pain due to the metallic scissors piece in his right foot...(was unable) to walk on that foot...his mobility was limited..and (was) unable to work". A re-operation was performed on 07/12/96 and the metal fragment was removed. No add'l info is available at this time. The malfunction is occuring below the frequency and severity that are usual for this device.